Manufacturer narrative:
The customer¿s meter was returned for investigation. The meter display had no defects and the touch responded appropriately. The meter appropriately scanned several barcodes without issues or defects. The alleged malfunction was not reproducible. The product performed according to the specifications. The visual investigation of the instrument housing did not reveal any external hardware defects or contamination. The device was disassembled for further investigations. The visual inspection of the electronic parts showed no abnormalities and no contamination was found. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a patient mismatch due to a barcode read error. The barcode scanned as (B)(4), and it should have scanned as (B)(4). The result uploaded to their data management system under the incorrect patient. There was no harm or injury and no treatment was provided to the patient. The barcode was a facesheet that has since been discarded as the patient was discharged. The customer believed the issue was due to the poor quality of the barcode.